Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they experienced hyperglycemia and the insulin pump received power error. The customer blood glucose level was 600 mg/dl. The customer reported that they were getting high blood glucose because the insulin delivery stops during power error detected. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer declined troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected bolus stopped alarm noted during testing. Device was received with pump error 25 due to connector resistance issue.